Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that during the trial, the patient was unable to urinate at the hospital, so the doctor had to place a catheter. It was noted that the patient did not have to catheterize prior to the neurostimulator implant. It was unclear what trial the patient referred to, as the patient did not specifically say the retention happened after the trial for urinary issues. The patient also had a pain pump trial and stated that the neurostimulator was implanted for the purpose of getting the pain pump (patient wanted to receive a pain pump in the near future).